Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0529, awareness date 14-aug-2015). It refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer's husband reported: I am the husband, who had to watch his wife suffer from a device that was suppose to make our lives worry and stress free but it left us in pain. My wife constantly felt like she was in labor. Contracting, dialating, lactating, emotionally wrecked. Sex is painful for her. I had to sit back and watch my wife change because of the pain and suffering caused by these coils. My wife is today 22 days post operative via hysterectomy due to coils being lodged in her uterine lining. She is (B)(6) and stronger now than she ever was with essure. She recovered in one day from a full hysterectomy and was seriously negatively effected and slowly dying when she had essure inside of her. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and the coils was lodged in her uterine lining. This event, seen as device embedment, is serious due medical importance and listed in the reference safety information for essure. There is a risk that essure micro-insert could dislocate and embed in uterine wall. In this case, the consumer had intense pain and uterine contractions. Then, she had a hysterectomy due to coils being lodged in her uterine lining. Although in this case, the exact mechanism of embedment has not been informed, given event's nature, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and the coils was lodged in her uterine lining. This event, seen as device embedment, is serious due medical importance and listed in the reference safety information for essure. There is a risk that essure micro-insert could dislocate and embed in uterine wall. In this case, the consumer had intense pain and uterine contractions. Then, she had a hysterectomy due to coils being lodged in her uterine lining. Although in this case, the exact mechanism of embedment has not been informed, given event's nature, causality with essure use cannot be excluded. Since an intervention was required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.